Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and no device issue was found. The investigation determined the cause of the reported problem was a user issue. No further action was taken.

Event description:
It was reported that the pump delivery was inaccurate. There was unknown patient involvement. No patient harm/adverse event was reported.